Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 46 mg/dl. Customer¿s other blood glucose is 84 mg/dl, 86 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Information in section was updated.

Event description:
It was stated via phone call that the customer received two different blood glucose readings with two different glucose meters. The customer's correct blood glucose was (B)(6) mg/dl. The glucose meter that read (B)(6) mg/dl was defective, and was replaced.